Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified radial artery. A 10.0 x 80, 75cm mustang balloon was selected for use in a percutaneous transluminal angioplasty. During the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured inside the patient's body. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit e1 - initial reporter phone: (B)(6). E1 - initial reporter email: added g4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device found that the balloon had been inflated and was not refolded. A circumferential tear was noted approximately 10mm distal from the proximal balloon bond. The remainder of the balloon was pulled in a distal direction over the distal tip. A longitudinal tear was noted on the part of balloon that was pulled over the distal tip. A visual examination identified that the distal markerband was noted to be damage. A visual and tactile examination found the shaft of the device to have completely detached at approximately 710mm distal from the distal end of the strain relief. The shaft was noted to be stretched, and multiple shaft kinks were noted to be damaged. The investigator was unable to view the tip fully as the balloon had been pulled over it. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified radial artery. A 10.0 x 80, 75 cm mustang balloon was selected for use in a percutaneous transluminal angioplasty. During the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured inside the patient's body. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k) #: k141521, k141597. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
D2b - pro code (product code): fge, lit e1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k141521, k141597 device evaluated by MFR: the device was returned for evaluation. A visual examination of the returned device found that the balloon had been inflated and was not refolded. A circumferential tear was noted approximately 10mm distal from the proximal balloon bond. The remainder of the balloon was pulled in a distal direction over the distal tip. A longitudinal tear was noted on the part of balloon that was pulled over the distal tip. A visual examination identified that the distal markerband was noted to be damage. A visual and tactile examination found the shaft of the device to have completely detached at approximately 710mm distal from the distal end of the strain relief. The shaft was noted to be stretched, and multiple shaft kinks were noted to be damaged. The investigator was unable to view the tip fully as the balloon had been pulled over it. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and moderately calcified radial artery. A 10.0 x 80, 75cm mustang balloon was selected for use in a percutaneous transluminal angioplasty. During the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured inside the patient's body. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.